Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.

Event description:
The atrial lead was returned for suspected insulation damage and a fracture, analyzed by the manufacturer and subsequently tested out of specification. No patient complications have been reported.